Event description:
It was reported that this right ventricular (rv) lead recently implanted, has a low out of range shock impedance measurement between 19-24 ohms. Technical services (ts) suggested lead testing for further evaluation. No adverse patient effects were reported.